Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical service provided processing information to the customer. Platelets contain a high ast activity, which may result in falsely elevated ast results. The customer is using the vitros 51, and the vitros IFU states that this situation may occur. It was also suggested that the customer contact the vitros manufacturer for recommendations. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that they are experiencing high levels of ast's with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (2 of 2): the ast's are high so they had to respin and the ast's were fine. This process is time consuming and very expensive. Additional information received: samples are not available. We stopped using lithium heparin and are using yellow tops. The problem is resolved.